Event description:
A physician reported with a description of, after pressing the trigger, the piston went askew, bypassing the intraocular lens (iol). The procedure was completed with backup lens. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray. The lock-out assembly has been removed. Insufficient viscoelastic is observed in the device, no viscoelastic observed in front of the plunger. The plunger has been advanced to the pause location and is advanced over the lens. The lens is advanced to the mid nozzle and is crushed. Photo review: received photos shows a company drive mechanism, the plunger is extended into the nozzle tip and has to the right of the intraocular lens (iol). The plunger appears to be bent to the right of the iol. A plunger override was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ophthalmic viscosurgical device (ovd) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).